Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The existing reservoir component of the ipp was explanted and replaced with a new one. It is unknown if the explanted reservoir is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.